Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow-up report.

Event description:
It was reported that near the end of a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The case was reportedly completed using manual mode ventilation and there was no patient injury reported.

Manufacturer narrative:
The dispatched fse confirmed the reported shut-down of automatic ventilation after having evaluated the electronic log file. During the respective procedure, the machine's self-monitoring function detected two consecutive motor encoder check errors. As specified, automatic ventilation was shut-down to prevent from damages to the ventilator motor, the user was alerted to this condition by a corresponding alarm. The procedure was finished by means of manual ventilation within the next six minutes; no patient consequences have been reported. The technician replaced the complete ventilator motor assembly. Afterwards, the device passed all tests w/o further observations and was returned for use on patients. When the device failure occurred the machine was already in use for about 10 years.

Event description:
Please refer to initial MFR. Report #9611500-2016-00001.